Event description:
Patient presented with xray evidence of wear of his srom acetabular liner.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
Following investigation by bioengineering, notification was received that: it is not possible to say if there is a manufacturing fault. None was reported by the complainant. It is likely in this case that an unknown combination of several factors occurred ¿ such as patient factors, surgical procedure, surgical process and implant design. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.